Event description:
It was reported that the micro saggital saw heated up at the handle during a procedure. There were no patient or user injuries, and there were no adverse consequences.

Manufacturer narrative:
Upon disassembly, the motor and rotor assemblies were found to be corroded. The presence of corrosion in the motor and rotor assemblies could cause or contribute to the handpiece overheating.